Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to pull med from pyxis. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medication. A technical support specialist (tss) dialed into the server and logged into to run a device event report for medication identifier covering the period. The report showed only refill and count inventory transactions recorded at the station, with no successful medication removal documented. The case was updated on behalf of the case owner, noting that no sample patient details were available for tracing only the medication identifier and station name. The case was kept open as the customer preferred to wait for the issue to recur; however, no new samples had been provided since the previous one. The tss contacted the customer, who agreed to open a new case if the issue occurred again. The case was then closed with permission from customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to pull med from pyxis. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to pull med from pyxis. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: device manufacture date. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.